Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). G8: adverse event term: ischemic cva, sepsis.

Event description:
The site contacted berlin heart (B)(4) on (B)(6) 2018 to report a patient supported in the lvad configuration of the excor blood pump had a major infection and ischemic cva. The death was the result of septic shock from the infection. On (B)(6) 2018, the patient was found vomiting in the morning and an infection was detected. The responsible microorganism was identified as a fungus (candida parapsilosis). On (B)(6) 2018, the patient was presented with low saturation and had to be intubated. The patient complained about a headache, but was awake and able to communicate. During the weekend, the patient condition deteriorated and on (B)(6) 2018, the CT-scan showed a big ischemic area and the patients pupils were "mydratic". On (B)(6) 2018, brain death was confirmed through a method (nº2.173) published in (B)(6) (november 23rd, 2017) by (B)(6) that determines a specific protocol used to confirm brain death. This protocol was followed strictly and tests were initiated on tuesday (B)(6) 2018 by a group of physicians. The clinic informed us that the death was due to septic shock from the infection.